Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved bipolar dissector instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the arcing occurred between the jaws while cauterizing. There was no damage to the instrument due to the event. A fenestrated bipolar forceps and a vessel sealer were in use when the issue occurred. The generator used was the erbe on settings cut 5 and coag 5. The instrument was in use during 30 minutes before the incident and was not in contact with tissue. There was no injury to the patient. The instrument was inspected prior to use and no damage was observed. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the curved bipolar dissector instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.